Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in a 95% stenosed mid right coronary artery with mild tortuosity and heavy calcification. The vessel was pre-dilated with a 2.0x8.0mm balloon, and a 2.75x12mm xience pro stent was implanted. An edge dissection was noted and another xience pro stent was successfully deployed to treat the dissection. There was no interaction of devices. There was no patient sequela and no clinically significant delay of procedure. No additional information was requested.